Manufacturer narrative:
Requests for the return of the explanted device were unsuccessful, however, should the device become available at a later date, the investigation into this event will be reopened. Review of the device history record revealed the device met manufacturing and sterilization specifications. The sleuth implantable ECG monitoring system instruction for use (IFU) state potential adverse events include. But are not limited to, infection, bleeding and incision pain.

Event description:
The sales representative stated that an ilr (implantable loop recorder) was explanted at the hospital, due to a reported "pocket infection" approximately three weeks post implant. The pt was reimplanted with another sleuth implantable ECG monitoring system in 2009, with no further reported complications.